Manufacturer narrative:
Sections with additional information as of 30-mar-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined replacement. Note: manufacturer contacted customer in a follow-up call on 27-jan-2021 to ensure customer's condition had improved - able to establish contact with customer who stated she had a doctor appointment due to the symptoms. Customer stated blood work had been done and she was waiting for the results. Customer stated the doctor believes it is her thyroid and not her diabetes. Customer stated her blood glucose test results were normal and that she was no longer dizzy. Note 2: manufacturer contacted customer multiple follow-up calls after the latest contact to ensure that the initial concern was resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). During the call, blood tests were performed by the customer and produced error e-2 multiple times and test result of 138 mg/dl non-fasting using the meter, customer was explained about the proper testing technique. At the time of the call, the customer reported feeling dizzy, customer does not know if it is related to diabetes and stated she was going to contact her doctor. Customer also stated that for the past month she has been feeling shaky and has been vomiting. Customer had purchased the meter on the day of the call (01/21/2021). The product is stored according to specification in the bedroom.